Manufacturer narrative:
Insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin 1 (vdd) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump errors and audio anomaly. The customer¿s blood glucose level was 172 mg/dl. The customer was able to clear the alarm and was able to rewind the insulin pump. The customer stated that the self test did not pass. The customer reported that the insulin pump failed audio beep test. The device will be returned for analysis.